Event description:
It was reported that (1) hp052 was used during a lap oophorectomy procedure. It was reported by the rep that using the harmonic scalpel during surgery will "tone out" in the middle of the case. This has happened several times while using lap hook. No second hook would work. It is unknown how the case was completed. There was no consequence to pt.